Event description:
While treating a patient the device returned a "shock advised" message for what appeared to be a non-shockable heart rhythm. Complainant indicated that the patient subsequently expired however it was not related to the reported malfunction.